Event description:
It was reported that the ilet wake button was unresponsive despite multiple presses, after which placing the device on the charger allowed it to unlock and display a ¿possible update failure¿ message before restarting; following the restart, the wake button functioned normally and the user resumed use without further issues. Symptoms included no adverse health effects. Outcomes included no impact on health, no alarms, and successful troubleshooting with user education. Investigation included remote troubleshooting and user guidance to charge and restart the device. Investigation of this case revealed a transient software-related update issue that resolved after restart, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software anomaly that self-resolved after power and restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.